Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off urine standards. The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. However, complaint details indicate that the patient was approximately 3 weeks pregnant at the time of the initial negative result. Given the estimated gestational age of the pregnancy, it is possible that the hcg concentration of the sample was in fact below the cut-off level of the test (20 miu/ml for urine samples), and that the negative result was therefore accurate. This cannot be confirmed however as quantitative testing was not performed until several weeks later. Complaints are tracked and trended on a monthly basis. Per the package insert: ¿ very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. ¿ false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning serum or urine specimen should be collected 48 hours later and tested. ¿ as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. ¿ this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. H3 other text : the device was discarded by the customer.

Event description:
The customer reported a possible false negative result when testing a patient urine sample with the sure-vue serum/urine hcg-stat. The patient sample was tested on (B)(6) 2023 with the sure-vue serum/urine hcg-stat at the hospital; the result was negative. The patient subsequently performed a home pregnancy test on (B)(6) 2023 with a positive result. A quantitative serum hcg test was performed the same day, and the patient was determined to be 6-7 weeks pregnant. It is possible that, at the time of the initial testing, the concentration of hcg in the patient's urine was below the level of detection of the sure-vue serum/urine hcg-stat. However, as quantitative testing was not performed on (B)(6) 2023, this will conservatively be considered a false negative result. The patient was taking oral contraceptive pills and was using the contraceptive patch at the time of the potential false negative result, and these medications were not discontinued. Due to potential of these medications to harm the fetus, this event will be filed as an other serious (important medical events).